Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and she noted the lens was torn. There was patient contact with the cartridge tip but there was no contact with the lens. There was no patient injury. The backup lens was implanted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (Other): lens not returned. Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Other text: lens not returned.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).